Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of < 0.010 ng/ml accompanied by a data flag. This value was reported outside of the laboratory. The sample was accidentally repeated due to an add-on test. The repeat result was 0.972 ng/ml. Another tube from the same sample collection was also repeated, resulting as 0.950 ng/ml. The repeat result was believed to be correct as the repeat results matched the patient's previous results. The patient was not adversely affected. The troponin t reagent lot number was 30870400, with an expiration date of 30-apr-2019. The field service engineer could not determine a cause. As a preventive measure, he replaced the pinch tubing. The system initialized without error. Quality controls were tested and within range. Calibration signals were slightly lower than expected. Quality control recovery was acceptable prior to the event. Based on calibration and control data, no reagent issue is evident. Upon review of the alarm trace, no alarms related to the event were observed. The investigation was unable to find a definitive root cause.